Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported that the siterite 8 image had several blank/black lines running vertical down the acoustic window which seems to vary in size and visibility depending on the image filter used. It is thought that the image distortion resembles open crystal elements in the probe.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality was confirmed. The root cause of the failure was identified as an internal failure in the probe. No other functionality issues with the equipment were found during evaluation/servicing. The device was discarded due to being irreparable. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported that the siterite 8 image had several blank/black lines running vertical down the acoustic window which seems to vary in size and visibility depending on the image filter used. It is thought that the image distortion resembles open crystal elements in the probe.